Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported on august 13, the patient's lung cancer was implanted with a PICC catheter for infusion, and it was found that the catheter ruptured during maintenance yesterday, and the blood was oozing and he was extubated additional information 12/19/2023: there was no CT examination, the catheter ruptured, the maintenance flush tube was bleeding, the client had been extubated after taking a video, and the sample had been discarded due to blood contamination.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a single lumen groshong PICC was returned for evaluation. An initial visual observation of the video showed the catheter placed in a patient. When the catheter was infused, fluid was observed leaking out of the catheter insertion site. No splits, tears, or other damage could be seen on the catheter in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on august 13, the patient's lung cancer was implanted with a PICC catheter for infusion, and it was found that the catheter ruptured during maintenance yesterday, and the blood was oozing and he was extubated additional information (B)(6) 2023: there was no CT examination, the catheter ruptured, the maintenance flush tube was bleeding, the client had been extubated after taking a video, and the sample had been discarded due to blood contamination.